Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy while the patient was having intercourse. Provocative maneuvers were performed in all sensing vectors, and myopotentials were reproduced in alternate. Subsequently, the s-ICD system sensing vector was reprogrammed to secondary and the tachy zones were modified. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy while the patient was having intercourse. This s-ICD remains in service and no additional adverse patient effects were reported.